Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an esophageal carcinoma combined with colonic obstruction procedure, after fired, found about two staples malformed with irregular shape. Suture was used to complete the surgery. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Photographic analysis: one photo shows a cdh29a device over a blister and the rsc box, the safety locked can be seen engaged. Additional pictures show the tyvek of a cdh29a device, with a lot number n4m81z, expiration date, 2021/01/31 and the box. Based on the pictures alone no conclusion could be reached on how the reported event occurred.